Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient developed an infection at the surgical incision site. The patient was treated with oral and topical antibiotics (specific date and duration not reported).